Manufacturer narrative:
On 3/1/2019, additional information received indicates that the patient didn't have deflated implant as the MRI examination showed. Is unknown if this case is for both or just one implants. If additional information received at later time, will be reported accordingly. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc for the left side and 375cc for the right side saline breast implants which bilaterally deflated after implantation. MRI examination confirms left deflation, and the doctor confirm bilateral deflation. As a result patient had the devices removed on (B)(6) 2019. This report is for the right side.